Event description:
The complainant reported that an automated impella controller experienced a battery failure while in use in the catheterization lab. There was no reported involvement.

Manufacturer narrative:
The investigation for the reported battery failure (red alarm) issue has been completed. The console logs were consistent with what was reported in the complaint. Multiple battery failure (transport connection blown/missing) alarms were observed in the logs. The xonsole was tested. The reported battery failure was able to be reproduced. Results of running batttest revealed that cell 1 of battery 1 had a voltage that was significantly less than the rest of the cell stacks in the battery. Isolative testing was performed by swapping battery 1 with a known good one which resolved the alarm. The root cause of the battery failure was determined to be an internal cell imbalance in battery 1.